Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. This product is manufactured by zimmer biomet (B)(4) and is not cleared or distributed in the u.s. However, this report is being submitted as zimmer biomet in (B)(4) manufactures a similar device in the united states under 510k number k042037. Requested, not returned from hospital.

Event description:
Patient underwent a left hip revision due to dislocation. The femoral head and acetabular liner were removed and replaced with competitor products.